Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an audible tone sounding from a power module/mobile power unit when the system controller was connected was confirmed via the system controller¿s functional analysis. The returned system controller (serial number (B)(6)) was observed to have a tear in its black power cable upon arrival, revealing damaged shielding and a damaged yellow wire. When the system controller was connected to power, an audible tone would intermittently sound from the test power module when the damaged area on the system controller¿s black cable was manipulated. The system controller was able to operate a mock loop as intended throughout all testing despite the audible tone. The system controller¿s yellow wire is responsible for echoing an active alarm from the system controller while the system controller is connected to either the power module or the mobile power unit, and damage to this wire would cause an audible tone to sound from either of those units without an active alarm. The root cause of the damage to the black power cable, resulting in the yellow wire becoming damaged, was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use , section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook , section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The insulation on the black cable of the system controller was cut causing the system controller to not display alarms. Exchanging the system controller did resolve the issues.

Event description:
It was reported that log files were sent in for analysis. The hospital reported that there were no alarms visible on the system controller, but sound alarm had been deployed every time the patient was connected to the mobile power unit (mpu) or power module. The situation did not occur when the patient was on battery power. The log files were reviewed and showed no unusual events. The device was operating as intended. At home everything was fine, and the incident only occurred in the hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Later damage was found on the black power cable of the system controller. The system controller was replaced.